Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to a bent cannula which led to high blood glucose. Her blood glucose was 1000 mg/dl at the time of this event. The patient was vomiting and also had chest pain. Subsequently, she discarded the infusion set and went to the hospital. She did cardio c.a.f. And was treated with manual injections in the hospital. When she got up, her sugar was 640 and she took bolus and it went from 410 to 241. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.